Manufacturer narrative:
This case was initially received via regulatory authority therapeutic goods administration (tga) (reference number: (B)(4)) on 01-dec-2016. The most recent information was received on 10-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of device expulsion ("essure device migrated from fallopian tube into uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 17-apr-2017 for the following meddra preferred terms: device expulsion: the analysis in the global safety database revealed 237 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation received the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 17-apr-2017 for the following meddra preferred terms: device expulsion: the analysis in the global safety database revealed 237 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: a female patient had essure inserted and it was reported the occurrence of essure device migrated from fallopian tube into uterus. A total abdominal hysterectomy was performed and essure was removed. This event, seen as partial expulsion of device, is regarded as anticipated according to the reference safety information for essure. The exact date and mechanism of partial expulsion of device were not known, however considering the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
This case was initially received via regulatory authority therapeutic goods administration (tga) (reference number: (B)(4)) on 01-dec-2016. The most recent information was received on 10-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of device expulsion ("essure device migrated from fallopian tube into uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case, a search in the database was performed on 17-apr-2017 for the following meddra preferred terms: device expulsion: the analysis in the global safety database revealed 237 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation received company causality comment: a female patient had essure inserted and it was reported the occurrence of essure device migrated from fallopian tube into uterus. A total abdominal hysterectomy was performed and essure was removed. This event, seen as partial expulsion of device, is regarded as anticipated according to the reference safety information for essure. The exact date and mechanism of partial expulsion of device were not known, however considering the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. No further information is expected, as the report was received via the local regulatory authority.

Event description:
This case was reported via regulatory authority (B)(4) on 01-dec-2016 and was forwarded to bayer on 01-dec-2016. This spontaneous case describes the occurrence of device expulsion ("essure device migrated from fallopian tube into uterus") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced device expulsion (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (total abdominal hysterectomy). Essure was withdrawn. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. Company causality comment: a female patient had essure inserted and it was reported the occurrence of essure device migrated from fallopian tube into uterus. A total abdominal hysterectomy was performed and essure was removed. This event, seen as partial expulsion of device, is regarded as anticipated according to the reference safety information for essure. The exact date and mechanism of partial expulsion of device were not known, however considering the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. A product technical analysis is being sought. No further information is expected, as the report was received via the local regulatory authority.